Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted that the silicone tubing separated from the dark blue female connector. There was evidence that the tuning had previously been assembled to the female connector. The reported condition was verified. The cause of the condition could not be determined. The connection between the female connector and silicone tubing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation issue. This issue occurred during patient use of the device; the patient was not connected to peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.